Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a recurrent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted the previously placed mesh was noted to be adherent to the omentum into a portion of the transverse colon. The mesh was dissected away and removed. It was reported that the patient underwent a recurrent ventral incisional hernia repair surgery on (B)(6) 2015 during which the adhesions to the previously placed mesh were noted and taken down. It was reported that the patient experienced severe pain, hernia recurrence, adhesions, nausea, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2009 which is captured in separate files. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/25/2020.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.